Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with antibiotics (specific type, date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2024 and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 04, 2024.